Event description:
Pocket infection with explant and no replacement. Part of 0064-01069 remains in the patients body. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).